Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forces sensor test and excessive no delivery test due to motor error alarms. Pump received with cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Drive support cap was normal and the insulin pump was not dropped, bumped, or present insulin pump error. Insulin pump exposed to x-ray on january. Customer was able to clear the alarm and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.